Event description:
During functional testing by a zoll medical sales rep, the device displayed unknown pacer faults, "system fault 36," and "system fault 37" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.